Manufacturer narrative:
Unity investigation showed the database was updated but the report did not upload to the server. Audit trail showed the exam was read and saved. The exam was re-read by the physician. Logs were unavailable for review as this issue was discovered after they truncated on the station. No further review/investigation will be performed for cause.

Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this work flow, the dictation was created by the physician. The transcriptionist attempted to open the dictation to type the report, but no dictation was available. The physician confirmed that he was also unable to open his dictation. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a customer contacted merge healthcare support and alleged that an exam report was saved but the transcriptionist was unable to open the dictation to type up the report. Merge technical support investigated the customer's allegation and determined that the unity exam audit has information related to the report's save event. As a result of not being able to find the dictation, the reading physician re-read the exam to resolve the issue. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).